Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rupture in the iab. The customer believes it's due to calcification in the patient's aorta. The iab was removed and replaced with a new iab without incident. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added patient information. Added event information (alarm and indication for use). Added lot # and expiration date . Added manufacture date . (B)(4) device evaluation status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rupture in the iab. The physician stated that there was visible blood in the gas line. There was a gas loss alarm generated. The customer believes it's due to calcification/plaque in the patient's aorta. The indication for use was cardiogenic shock, intubation, and a large anterior myocardial infarction. The iab was removed and replaced with a new iab without incident. The patient was transferred to a different facility. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was covering one fourth of the balloon membrane. The returned catheter was cut into two pieces and the section with the membrane was only returned. An underwater leak test of the balloon and catheter tubing was performed and two leaks were detected, one leak on the membrane approximately 1.5cm from the rear seal measuring 0.03cm in length and another leak on the catheter tubing approximately 42.4cm from iab tip. The reported blood in tubing & alarm, gas loss problem was most likely triggered by the leaks which were found on the membrane and the catheter tubing. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rupture in the iab. The physician stated that there was visible blood in the gas line. There was a gas loss alarm generated. The customer believes it's due to calcification/plaque in the patient's aorta. The indication for use was cardiogenic shock, intubation, and a large anterior myocardial infarction. The iab was removed and replaced with a new iab without incident. The patient was transferred to a different facility. There was no reported injury to the patient.